Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A connector pin was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the monitors of the stenoscop system would not turn on. No pt injury was reported.